Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both springs have disassociated from trial articulation surface. Both were recovered and were retrieved from the patient. There was no suggestion of product deficiency and surgery time was not extended. Instrument is being returned.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirms the reported event.